Event description:
Patient had a thermatrx (thx) treatment about 44 days ago. Still catheterizing 3x daily at least, and is in a lot of discomfort. Cannot void without catheter. Patient said he was told that he has a pocket in his bladder that is holding the urine, and that by having the thx treatment, his urethra would have more room for eliminating the urine from bladder. Patient had no one ever mentioned bph as a reason for the thx treatment. Patient saw his original treating urologist last week who said he cannot do anything at this time because of the "extreme inflammation."